Manufacturer narrative:
The customer's meter was returned. It was noted to have display foil damage and worn rubber feet. There were loose parts inside of the device. It was tested with a retention battery and the old model base unit. It been had requested for the customer to send base unit but it could not be obtained. No statement can be made as to if and how the customer's base unit would have contributed to the alleged issue. A visual inspection was performed. There was no unusual warming observed during the charging process. The device was only "lukewarm" which could not lead to redness or burning of the skin. Additionally found was a crack at the fixing bar of the frame due to increased force by the customer. The shielding plate was detached. The allegation, in this case, could not be substantiated.

Event description:
The caller stated that the accuchek inform ii meter (serial number (B)(4)) was extremely warm to the touch and a nurse picked it up and it left a physical burn mark on the palm of her right hand that was caused by both metal contacts on the back of the meter. The meter did not have any signs of melting or burning. The caller stated the nurse was treated for the burn by another nurse. There are no details regarding what the treatment was that was received. It was reported that the nurse was currently okay after the treatment. The meter was requested to be returned and a replacement meter was sent.